Event description:
Notification received from a medical malpractice case. It was reported that during a lap cholecystectomy, there was an injury to the pt's left common iliac artery, anterior and posterior walls. There was also a small bowel injury and pneumothorax. The pt received 2 units of fresh frozen plasma, 9 units of packed red blood cells, and 10 units of platelets.